Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire broken. Block h11: investigation results. The endovive safety peg kit pull method device was not returned for analysis as it was reported to be disposed. Therefore, a technical analysis could not be performed. However, a media analysis was performed on the photo of the device provided by the complainant. The photo revealed that, the nitinol wire snapped. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of pull wire broken was confirmed. According to the photo provided by the customer the nitinol wire snapped. The investigation findings do not lead to a clear conclusion about the cause of the reported event. Therefore, the most probable cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in the gastric during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2025. During the procedure, while transferring the peg tub from inside the stomach outside of the stoma site. The nitinol wire that is attached to the peg tub, snapped. Thus, not allowing enough room to pull the tub out and having to remove the tub from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in the gastric during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2025. During the procedure, while transferring the peg tub from inside the stomach outside of the stoma site. The nitinol wire that is attached to the peg tub, snapped. Thus, not allowing enough room to pull the tub out and having to remove the tub from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of pull wire broken.